Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during procedure presented aspirated air. After transeptal puncture, the dilator and guidewire were removed from the sheath. At this point, the patient began to move a lot on the table, lifting legs, shifting left and right. The patient was restrained as more sedation was given. Once calm, the sheath was aspirated and looked normal - almost no air. The farawave was prepared as usual and at the exact moment it was placed in the sheath valve, air was sucked into the sheath. The physician immediately aspirated, and more air continued to enter the sheath. St elevation was immediately apparent and pacing from cs9-10 started. Then the patient went into atrial fibrillation, so pacing was switched to ventricular. The st-elevation resolved, and the procedure was completed without any new products or issues. After the procedure, the patient could not move his left arm. Around 30 minutes later he could gently squeeze a hand. Last information provided was that within 2 hours he had regained strength and mobility in his left side. The procedure was completed. The device won't be returned because it was discarded. It's unknown if additional hospitalization will be required.